Event description:
The patients bed was wet and then discovered it was coming from the IV tubing, the leak was coming from the pigtail site where the IV fluid infuses. Maintenance ivf normal saline at 125 ml/hour. Due to the leak the patient was having poor pain control issues, the tubing was changed out and new tubing placed